Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. The jaws of the applier were able to fully open. This was repeated two more times with the same result. Two clips were successfully applied to over-stressed surgical tubing. The remaining clips were fired with no issues. The sample was disassembled to inspect the internal components. Upon disassembly, no damages were observed. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. No defects or anomalies were observed. Other remarks: the device history review for the product auto endo5 ml lot #73h1500261 investigations did not show issues related to complaint. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the reported complaint could not be confirmed for the sample that was returned. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an endoscopic resection of the stomach, the doctor found the clip could not open properly at the end of the jaw. The incident did not cause harm to the patient.